Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Additional information: analysis of the returned device shows that macroscopic and optical examination revealed thread crest and flank damage at the leading portion of the thread, thus preventing engagement into the mas head. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly.

Event description:
It was reported that a patient underwent an unknown spinal procedure with hardware instrumentation. "The screw was implanted and the surgeon tried to fix the rod with the setscrew. That did not not work. The setscrew did not fit into the screw, and the screw was then explanted because of this. It was also reported that the setscrew was broken and no fragments were remaining in the patient". No further details are known at this time.